Event description:
Healthcare professional reported left side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported, left side rupture and seroma-late. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. And seroma-late. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as surgical impact opening (shell thickness within specification). And missing shell assessed, as inconclusive. Seroma-late: unable to observe, since it is not related to the device. Additional observations: creases are observed, wear abrasion is observed, nick is observed assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.